Event description:
The patient reported on (B)(6) 2014 at 9:30 pm she called for an ambulance and upon arrival the paramedic check her blood glucose and it was reading 31 mg/dl. They treated her with glucose (exact dosage was not provided) and she was taken to the emergency room. She was released from the emergency room the next morning (01/28). At 8:00 am her bg was reading 141 mg/dl and she gave a bolus of 2.40 units of insulin. She did not provide any further information regarding the emergency room visit or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria.